Manufacturer narrative:
Block d2b: product code : kns, pcu; reported here as the product code exceeded character limit for the designated field. Block g4: premarket / 510(k) # : k203132, k233318; reported here as the premarket / 510(k) # exceeded character limit for the designated field. Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the common bile duct for biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the stent was deployed successfully, but it took a while to expand, making removal of the delivery system difficult. The physician waited for approximately 30 seconds before the stent eventually expanded and the delivery system was successfully removed. The stent remains implanted, and the procedure was completed. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for biliary drainage. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size, that are adherent to the gastric or bowel wall and are free of solid debris. The device is not indicated to be placed in the common bile duct.